Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal vein using an indigo system separator 6 (sep6). Early on in the procedure, the physician visualized that the sep6 bulb repeatedly "buckled", or prolapsed, on itself during use with the indigo system aspiration catheter 6 (cat6). It was also reported that the physician encountered resistance while advancing and retracting the sep6 within the cat6. Therefore, the sep6 was removed. Upon removal, the physician noted that the sep6 was stretched. The procedure was then completed using a new sep6 and the same cat6. There was no report of an adverse effect to the patient.